Event description:
The doctor reported that the customer was hospitalized for diabetes ketoacidosis. It was also reported the insulin pump had unresponsive buttons. It was stated that on (B)(6) 2010 the customer was hospitalized with blood glucose of 40mmol/l. Later, the customer had an infection in the bladder and urinary track and she was hospitalized for the first time. On (B)(6) 2010 the customer was hospitalized with a blood glucose reading of 30.2mmol/l. It was stated that the cause of the second hospitalization was due to diabetes ketoacidosis. Troubleshooting was performed, and the bolus history did not revealed any button errors, but it showed battery alarms and no delivery alarms during different days. Advised the customer to disconnect from the insulin pump and revert to back up plan of manual injections.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.